Event description:
The customer reported that the sys stopped scanning (shut down) and had to be restarted. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys batteries were replaced. The sys was then found to be operating as intended.